Manufacturer narrative:
Consumer experienced a chipped tooth. Date of event is approximate. The serial number of the toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that their elderly parent chipped a tooth when it came into contact with the sonicare power toothbrush.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.